Event description:
It was reported that a st segment elevation and cardiac arrest occurred. A pulse field ablation (pfa) procedure for pulmonary vein isolation and left atrial posterior wall ablation was performed using a farawave catheter. Once pfa was completed, the farawave catheter was withdrawn to the right atrium and removed from the patient. A non boston scientific (bsc) radiofrequency (rf) ablation catheter was advanced through the non bsc sheath and into the right atrium. Rf ablation for isthmus dependent right atrial flutter was performed. Pacing maneuvers from the diagnostic catheter in the right atrium were completed to test for reintroduction of arrhythmia. The systolic blood pressure of the patient averaged approximately 100 at this point in the procedure. Infusions of epinephrine and other medications were administered. Pacing maneuvers induced a one to one atrial flutter with an aberrancy rate of 160 to 170 beats per minute which degenerated into ventricular tachycardia. Pace termination was attempted unsuccessfully and the rhythm degenerated into ventricular fibrillation. The patient was in arrhythmia for approximately 30 seconds and was defibrillated. Following defibrillation blood pressure continued to fall and oxygen saturation fell. St segment elevation was noted in electrocardiogram leads v1 and v2. Cardiopulmonary resuscitation (CPR) was performed and an emergent echocardiography and emergent percutaneous coronary angiography (pca) were completed. Pca did not show any evidence of arterial stricture, aterio spasm, or occlusion. Echocardiography indicated an ejection fraction of 20 to 25 percent with some global left ventricular hypokinesis and no evidence of pericardial effusion or tamponade. Due continued blood pressure instability, CPR was administered three (3) more times over the course of one (1) hour. Blood pressure was medically stabilized and a second echocardiogram showed a slight improvement in ejection fraction and left ventricular function. The patient was admitted to the intensive care unit and remains intubated. The patient was discharged seven (7) days post index procedure.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.